Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified flat creases and two curved openings. A microscopic analysis and leak test were performed which identified two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is:two openings striated in the side radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: plug strap separated and particles in valve.

Event description:
Healthcare professional reported a right side "particles in valve" and "plug strap separated." Device has been explanted.